Event description:
Customer reported duramatrix suturable was used on a patient. The graft "had re-absorption in part of the graft, leading to a csf leak." Upon re-entry, the graft was no longer able to hold a suture and had to be replaced with bovine pericardium (specific product not specified). Further information including product lot number, patient status, patient outcome, and information surrounding the re-entry surgery was requested but not provided. The exact date of initial graft placement and graft removal was not specified.